Manufacturer narrative:
There was no patient involvement or harm. This event was reported to have occurred during testing. There was no delay in therapy. Following the evaluation of the device, the lcd tray and ui pcba were ordered. The lcd tray and ui pcba were replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
It was reported to philips the screen is weak, liquid crystal display (lcd) screen kit to be replaced. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution/reporter phone #: (B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.